Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a replacement surgery, the extension would not advance past 6 contacts into the 0-7 port of the new implantable neurostimulator (ins). The other extension would not advance past six contacts either. It was noted that the set screw was well retracted, but something inside seemed to be binding. The 8-15 port worked fine with both extensions. Another ins was opened and worked fine.